Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer treated with the pump after shutting the sensor off. The customer stated that she had a whole box of sensors that were bad. The customer stated that she had sensor versus blood glucose issues with all of them. The customer's sensor glucose was reading 70 mg/dl to 90 mg/dl. The customer was advised to call during time of issue to troubleshoot.